Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 288 mg/dl. Customer's blood glucose at time of call was 308 mg/dl. Customer mentioned the cannula was kinked. Customer was wearing the device at time of hospitalization. After troubleshooting, customer will not be returning the device for analysis.